Manufacturer narrative:
The device was received not deployed. The download data indicates the first prime completed at pulse 45 and deactivation occurred at pulse 55. The ratchet gear firing flat did not reach the release bar at the end of the second prime and therefore the needle mechanism did not deploy prior to deactivation. A drive stall was present in the download data at the end of the device run. The device was reset, connected to pdm and programmed to deliver a 5-unit bolus. The ratchet gear failed to rotate after a few pulses even though the hook talons were observed moving. The hook post spring was inspected and it was found to be incorrectly installed. Contamination was also found on the commutator cap. Based on the data and visual inspection of the hook post spring, it was determined that the incorrectly installed hook post spring contributed to the reported symptom.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.